Event description:
On 8/8/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The exact event date was not reported but occurred in (B)(6) 2024. On 8/9/24 a beta bionics customer care agent followed up with the user about the event. In (B)(6) 2024, the user was hospitalized while using the ilet system, but exact dates and events leading to the hospitalization are unclear due to the user's poor recall. The user received ER care and treatment with insulin and IV fluids.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without a specific event date, the performance of the device during the event cannot be evaluated and the cause of the event cannot be determined. Device data showed inconsistent use of the device, which may have contributed to this hyperglycemic event.